Event description:
It was reported that the patient presented to the hospital with low sensing values. An x-ray revealed dislodgement. The lead was explanted and replaced; when attempted, repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis was normal. No anomaly found.